Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to noise oversensing. The noise remained post shock. Technical services (ts) was consulted to review the data. Upon review ts discussed further troubleshooting suggestions. X-rays were taken and the patient was brought in for testing. The noise was able to be reproduced in both primary and alternate sensing vectors, but not in secondary sensing vector. X-rays were sent in for review by ts and a revision procedure was scheduled. Upon review, ts discussed additional troubleshooting that should occur prior to and during the upcoming revision to assist in determining a potential cause. Ts suggested that the s-ICD be explanted and the electrode be evaluated during the procedure to determine next course of action. Additional information was received that a revision procedure was performed where the physician opted to explant both the s-ICD and the electrode as they were not able to rule out either component. A new s-ICD and electrode were successfully implanted and no additional adverse effects were reported.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to noise oversensing. The noise remained post shock. Technical services (ts) was consulted to review the data. Upon review ts discussed further troubleshooting suggestions. X-rays were taken and the patient was brought in for testing. The noise was able to be reproduced in both primary and alternate sensing vectors, but not in secondary sensing vector. X-rays were sent in for review by ts and a revision procedure was scheduled. Upon review, ts discussed additional troubleshooting that should occur prior to and during the upcoming revision to assist in determining a potential cause. Ts suggested that the s-ICD be explanted and the electrode be evaluated during the procedure to determine next course of action. Additional information was received that a revision procedure was performed where the physician opted to explant both the s-ICD and the electrode as they were not able to rule out either component. A new s-ICD and electrode were successfully implanted and no additional adverse effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination noted it was returned curled up and had curves in the electrode body in the regions approximately 25 mm from the terminal pin. Further review found surface abrasion along with a slight dent noted on the boot insulation approx. 25 to 26 mm from the terminal pin. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured in the areas of the observed curves. The fracture characteristics appeared consistent with cyclic fatigue. Based on the laboratory findings, it is suspected that the electrode fractures were contributed to by the electrode being implanted with bends in or near the s-ICD pocket region. The fractures resulted in the observed noise, oversensing, and inappropriate shock.